Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high pacing impedance, loss of capture and r wave amplitude variation. A stat echocardiogram was performed and confirmed a minor pericardial effusion. The lp was repositioned. Contrast was shot in the second position and slight staining of the pericardium was seen indicating a micro perforation. The procedure was continued and the lp was implanted successfully. No further intervention was performed to address the perforation. The patient was stable.